Event description:
It was reported that the pt had sudden hearing loss. Thereafter he did not received any benefit from the vibrant soundbridge. The pt was re-implanted with a ci on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.